Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17feb2020: the patient received hemabate, utterus massage, then placement of the bakri device respectively. Blood loss before placement of the device was 1,000ml. Blood loss was not measured after device placement.

Manufacturer narrative:
H6: ec method code desc - 5: communication/interviews (4111). Investigation ¿ evaluation: cook was informed on 17jan2020 of an incident involving a cook bakri postpartum balloon (j-sos-100500). As reported, the patient experienced postpartum hemorrhage and received treatments of hemabate, oxytocin, and uterus massage prior to the placement of the complaint device. Following placement, the patient's bleeding did not improve. The device was removed and then verified to leak through a pinhole. The procedure was successfully completed using another new device. No adverse effects were reported. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. The complainant returned one open unopen package containing a bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. Under magnification, track marks were identified leading to a hole in the balloon material. A functional test was performed on the device by inflating the balloon with tap water. A leak was confirmed near the distal end of the balloon material. Under magnification track marks leading to a hole were identified on the balloon material. One of the grasper marks punctured the balloon creating a hole causing it to leak. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: agent. PMA/510k # - k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the patient received hemabate, oxytocin and uterus massage to treat postpartum hemorrhage (pph). A bakri tamponade balloon catheter was placed and the bleeding did not improve. The bakri was removed from the patient and they discovered the balloon was leaking through a pinhole. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.